Event description:
It was reported that the patient had a cardiac arrhythmia on (B)(6) 2021. The patient went into stable atrial fibrillation and responded with rapid ventricular response (rvr) in the 130's. Amiodarone bolus and subsequent drips were ordered. Inotrope remained unchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The arrhythmia was not thought to be vad related as the patient had a history of atrial fibrillation pre-vad.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported atrial fibrillation with rapid ventricular response could not be conclusively determined during this evaluation. The arrhythmia was reportedly not device-related and the patient had a history of atrial fibrillation pre-implant. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including arrhythmia. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.